Event description:
Event description this device was returned to boston scientific due to patient infection. There were no allegations or complainsts against the device. Subsequently, the device was retrieved from archive for further analysis testing.